Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro closure device and watchman trusteer access system (was) were selected to be used. During the procedure, the faradrive was removed and exchanged for the was sheath. Once the was was advanced into the left atrium (la), the patient's blood pressure dropped and was treated. A small effusion was noted on transesophageal echocardiography (tee). The closure device insertion was performed without issue. When the closure device was released and the was sheath was removed, another drop in the patient's blood pressure was noted and the effusion was larger on tee. The physician performed a pericardiocentesis and decided to call cardiothoracic (CT) surgery. The patient was taken to the operating room (or) where open-heart surgery was performed, and the patient was stabilized. No source of bleeding could be identified. The patient was discharged and is expected to fully recover.